Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead was not effectively stimulating the patient. The pocket was opened to add a new pace/sense lead. The defib portion of the lead remains active.